Manufacturer narrative:
The device was used for an off label indication as it was implanted to treat tardive dyskinesia. Other applicable components mentioned in the article are: product ID: 3387, lot# unknown, product type: lead. Product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, lot# unknown, product type: extension.

Event description:
Pouclet-courtemanche h., rouaud, t., thobois, s., nguyen, j-m., brefel- courbon, c., chereau, I., cuny, e., derost, p., eusebio, a., guehl, d., laurencin, c., mertens, p., ory-magne, f., raoul, s., regis, j., ulla, m., witjas, t., burbaud, p., rascol, o., damier, p. Long-term efficacy and tolerability of bilateral pallidal stimulation to treat tardive dyskinesia. Neurology. 2016. 86:1-9. Doi: 10.10.1212/wnl.0000000000002370. Summary: to confirm the efficacy and safety of deep brain stimulation (dbs) of the internal part of the globus pallidus in improving severe tardive dyskinesia (td). Reported events without patient identifiers: 1 patient with dbs for td had the device removed due to an infection nine years after surgery. The patient had still not been re-implanted by the end of the follow-up period due to ongoing severe depression. One patient with dbs for td experienced an infection leading to a lead explant in long term follow-up. It was noted that the patient's remaining unilateral stimulation was sufficient to maintain a satisfactory result. One patient with dbs for td experienced a lead displacement requiring lead replacement in long term follow-up. One patient with dbs for td experienced a pilosebaceous gland infection in proximity to the implantation site within one year of implant. This was noted to be strongly related to the surgery and was treated with skin care. One patient with dbs for td experienced febrile urinary tract infection within one year of implant, which was noted to be possibly related to the surgery. This was treated with antibiotics. Four patients with dbs for td experienced depression within one year of implant, which was noted to be possibly related to the device/therapy. This was treated with antidepressant medication adaptation or hospitalization to ensure complete resolution of symptoms; medical treatment adaptation was enough to restore a satisfactory psychiatric status. None of these events led to a cessation of dbs. One patient with dbs for td experienced an increase of anxiety within one year of implant, which was noted to be possibly related to the device/therapy. This was treated with psychiatric hospitalization to ensure complete resolution of symptoms; medical treatment adaptation was enough to restore a satisfactory psychiatric status. This did not lead to cessation of dbs. One patient with dbs for td experienced a manic state within one year of implant, which was noted to be possibly related to the dev ice/therapy. This was treated with psychiatric hospitalization to ensure complete resolution of symptoms; medical treatment adaptation was enough to restore a satisfactory psychiatric status. This did not lead to cessation of dbs. One patient with dbs for td experienced an increase of delirium within one year of implant, which was noted to be possibly related to the device/therapy. This was treated with neuroleptic adaptation to ensure complete resolution of symptoms; medical treatment adaptation was enough to restore a satisfactory psychiatric status. This did not lead to cessation of dbs. One patient with dbs for td experienced agitation and aggressiveness within one year of implant, which was noted to be possibly related to the device/therapy. This was treated with psychiatric hospitalization to ensure complete resolution of symptoms; medical treatment adaptation was enough to restore a satisfactory psychiatric status. This did not lead to cessation of dbs. One patient with dbs for td experienced a transient worsening of their underlying psychosis in long term follow-up. This was controlled by a subsequent adjustment of the psychiatric treatment. One patient with dbs for td experienced sudden stopping of the stimulator within one year of implant. This was treated by restarting the stimulator. One patient with deep brain stimulation (dbs) for tardive dyskinesia (td) experienced a loss of efficiency by dysfunction of the contact of the active electrode within one year of implant. This was treated by changing the active electrode. Nine patients with dbs for td had symptoms reappear within a few days or weeks when the dbs stopped (in most cases when the battery of the impulse generator was depleted). Three patients with dbs for td experienced falls with traumatic consequences within one year of implant. The falls were due to gait and balance disorders and noted to be possibly related to the device/therapy. A reversibility of gait abnormalities was observed in the 30 minutes after the stimulation was turned off, ruling out a direct diffusion of the current to the corticospinal tract and rather suggesting an effect on the pallido-thalamo-cortical projections to the supplementary motor cortex. Optimization of dbs parameters by decreasing the intensity of stimulation, or by applying stimulation to more dorsal electrodes, solved the problem. The patients were treated with orthopedics. Additional information has been requested from the corresponding author regarding event dates, product information, alleged issues, symptoms, troubleshooting, diagnostics, actions/interventions, patient outcomes, causes/factors, and patient identification, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The following device specifics were provided in the article: lead model 3387 and implantable neurostimulators itrel ii model 7424 and kinetra model 7428.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.